Event description:
Boston scientific received information that this right atrial (ra) lead exhibited an increase in pacing impedance measurements from 975 ohms to 1513 ohms. The threshold measurements have decreased to 1.125 volts at 0.4 milliseconds. The patient is 0.3% paced in the ventricle and the r-waves were 8-16 millivolts. Technical services (ts) discussed the normal impedance range for this lead is 450-1800. Ts discussed the change in impedances and noted the device is pacing and sensing normally. At this time, the field representative will continue to monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.